Event description:
A customer reported obtaining a potential false positive anti-hbcigm result on a patient sample using the vitros assay that was negative when analyzed using another method. A false positive result may result in inappropriate physician action. There was no report of pt harm as a result of this event.